Manufacturer narrative:
Concomitant medical products: product ID 3986i45, lot# n25648, implanted: (B)(6) 2002, product type: lead. Product ID 74001, lot# n582812, implanted: (B)(6) 2016, product type: adapter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative that reported that during the revision, blood was seen/noted in the pocket adaptor. It was cleaned out and the impedance abnormalities were still seen. The lead was connected to the multi-lead trialing cable and the abnormalities were still seen. Everything but the lead was explanted, and a lead revision was going to be scheduled for early 2017.

Event description:
The consumer reported via a manufacturer representative (rep) that there was a shocking sensation in the implantable neurostimulator (ins) pocket when the device was on. Impedance tests were performed for troubleshooting and the results were normal. It was noted that the patient felt a painful shocking in the pocket at a low voltage when the rep tried to reprogram the ins. There were no trauma/falls reported that could be related to the issue. It was also reported that the patient also felt the shocking sensation when she was driving and when she was at the store. This event was discovered about a week prior to the report. Later that day, the rep reported that the patient was in severe pain, the ins was off and the impedances on electrodes 1 and 2 were 1321 ohms and electrode 3 was 104 ohms. The rep stated that electrode three was the lowest value and likely the reason for the shocking sensation but based on the product manual, it was unlikely. On (B)(6) 2016, the rep reported that the cause of the shocking sensation was not determined but tech services believed that it was in the pocket adaptor or the extension. To resolve the issue, the patient tried to see a pain doctor who could help with a new trial and lead placement. Additional information was received from the rep on 2016-dec-13. It was reported that a revision was being done due to the short in the system. Impedance tests were performed once again on electrodes 0-1 plus 300 pulse width at rate 50. At the time of the report, it was difficult to tell where the short was as the impedances on electrodes 0-3 only showed less than 150 ohms. There is no further information related to this event but if additional information is received, the event will be updated. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.